Event description:
Cec adjudication minutes were received on 10/04/2011. The committee agreed with the coding of tl "percutaneous intervention" clinically driven. This event will be coded as coronary restenosis. This was initially reported by the investigator as non-target lesion stenosis not related to the cypher stents. As reported via the (B)(4) study, a patient experienced restenosis of the target lesion approximately one year after the index procedure. At the time of the index procedure, angiography revealed 90% restenosis of a non-cordis bare metal stent in the proximal circumflex artery. The lesion was 50mm in diameter and class c. Pre-procedure timi flow was 2. The indication for the procedure was a positive functional test for ischemia. The lesion was pre-dilated with a 2.0 x 30mm balloon at 16atm and a 2.5 x 28mm cypher rx was implanted at 24atm. A 3.0 x 28mm cypher rx was then implanted distal and abutting the initial stent at 24atm. The stents were post-dilated with a 3.0 x 25mm balloon at 22atm and the patient was discharged the following day with troponin I of 0.39 (uln 0.5). Ck and ckmb were within normal limits.

Manufacturer narrative:
The patient experienced recurrent severe chest pain approximately four days after the procedure. The angina was reported during the 30-day follow-up visit. He did not seek medical treatment at the time of the event and the angina resolved the following day. Approximately one year later, the patient underwent balloon angioplasty to the circumflex due to angina and abnormal stress test. According to the cath report, at the terminal portion of the stented segment, there appears to be a stenosis of 90%. Following balloon angioplasty, no residual narrowing was noted in this area. Approximately one year later, the patient underwent balloon angioplasty to the left anterior descending artery. At that time there was no stenosis in the stented portion of the vessel containing the cypher stents. According to the investigator, the chest pain was possibly related to the cypher stents, but the revascularization was not related. Concomitant medications included gabapentin, humalog, lantus, lisinopril, nitroquick, aspirin, lipitor and clopidogrel. Complaint conclusion: as reported via the (B)(4) study, a (B)(6) male patient with a history of positive functional study for ischemia, previous pci (B)(6) 2008, target vessel previously stented with non-cordis stent, hyperlipidemia, hypertension, paroxysmal atrial fibrillation and transient chf post mi ((B)(6) 2008), diabetes mellitus, and allergy to ceclor and morphine presented with a positive functional ischemia study, no angina and a 90% in-stent restenosis of the proximal lcx. This patient underwent the index procedure to treat an isr of a bare metal stent in the proximal lcx, subsequently he experienced chest pain approximately four days post index procedure and approximately 13 months post index, had an in-stent restenosis of the distal cypher index stent. At the time of the index procedure, angiography revealed 90% restenosis of a non-cordis bare metal stent in the proximal circumflex artery. The lesion was 5.0mm in diameter and class c. Pre-procedure timi flow was 2. The indication for the procedure was a positive functional test for ischemia. The lesion was pre-dilated with a 2.0 x 30mm balloon at 16atm and a 2.5 x 28mm cypher rx was implanted at 24atm. A 3.0 x 28mm cypher rx was then implanted distal and abutting the initial stent at 24atm. The stents were post-dilated with a 3.0 x 25mm balloon at 22atm and the patient was discharged the following day with troponin I of 0.39 (uln 0.5). Ckmb and ck were within normal limits and the patient did not have angina. The patient experienced recurrent severe chest pain approximately four days after the procedure. The angina was reported during the 30-day follow-up visit. He did not seek medical treatment at the time of the event and the angina resolved the following day. Approximately one year later, the patient underwent angiography that revealed mild narrowing of the proximal segment with a long extensive stent noted in the proximal extending to the distal segment. At the terminal portion there appears to be a stenosis of 90%. Following angioplasty, no residual narrowing was noted in this area. The index stents remain implanted thus unavailable for analysis. The device remains implanted and is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and diabetes.